Event description:
The catheter was inserted into the pt. Upon activating the safety device, the needle separated from the stylet portion of the unit. Another unit was inserted and the needle separated from the stylet again upon activation (9610847-2006-00044). The clinician then removed the lot number from the ICU.

Manufacturer narrative:
The sample has been received and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.